Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and occlusion are listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use, as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 the xience alpine 2.5x23 mm stent was implanted in the proximal left anterior descending coronary artery and extended into the first diagonal coronary artery. On (B)(6) 2019 the patient had angina (chest pain). The patient was reportedly compliant with all medications. Percutaneous revascularization was performed on (B)(6) 2019 to treat the occlusion in the target lesion. The condition resolved on (B)(6) 2019. No additional information was provided.